Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) was 360-576 mg/dl and ketone level was high. Manual insulin injections were administered to address elevated bg. Customer reverted to using an alternate method of insulin therapy.